Event description:
This pi is for the revision on (B)(6) 2021.it was reported through the filing of a lawsuit that allegedly the patient had a left total knee arthroplasty on (B)(6) 2020 and underwent revision surgery on (B)(6) 2021 due to alleged fracture of the stryker implant."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.